Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were scratched and discolored male iuis. It was also noted there was stripped screws on the module latch, membrane and inner door. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿discolored male iui and stripped screws¿ was confirmed from the returned photos, but the root cause was not identified. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. After a review of the provided photos of the reported issue, bottom latch screw, membrane screw and the inner door screw were observed to be stripped. Visible discoloration on the pins 6 ¿ 10 of the male iui was also observed on the provided photos. The logs couldn¿t be downloaded as the devices were not returned for investigation. The bd alaris¿ system with guardrails user manual v12.1 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿discolored male iui and stripped screws¿ was not identified from the returned photos alone. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were scratched and discolored male iuis. It was also noted there was stripped screws on the module latch, membrane and inner door. There was no information on patient involvement.